Event description:
The service company reported, "this ventilator was returned to us on aug. 23, 2007. The patient was dead about two months ago and his family have insisted that some problem of the ventilator made the bad condition. This ventilator was kept at the patient's home for about two months and we could not prove that something was wrong by the ventilator."